Event description:
Customer hospitalized diabetic ketoacidosis. Later during troubleshooting, there was no response to the bolus. Entire set was changed, but not exited. Leadscrew was free of debris and springclip was seated.